Event description:
The reporter stated that there was redness around the biopatch used on a peripherally inserted central catheter (PICC) insertion site in the left ante cubital fossa: the skin was hard and tender to the touch, there was itching along the vein. Redness began when the biopatch was applied by the community nurse on an unk date. The PICC line was sited for fluid administration, blood products, antibiotic administration and blood testing. The product was applied after cleansing with chlorhexidine that was allowed dry, and was covered with iv3000 and tegaderm. The pt went to the hospital on (B)(6), 2009 and reported that the biopatch site was painful and tender on (B)(6), 2009. The PICC line was removed on (B)(6), 2009 and cream was applied to the affected area afterwards. Integra has requested additional clinical info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. No complaint sample lot number was provided. An investigation has been initiated based upon the reported info.